Manufacturer narrative:
Concomitant medical products: product ID 387845, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2014-(B)(6), product type lead. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the patient experienced a ¿loss of stimulation.¿ impedance testing found high impedances of ¿>4000¿ ohms on electrodes 2, 3, 6, and 7. It was noted reprogramming was attempted and that the lead was replaced. It was further noted that this resolved the issue. Additional information stated the patient was ¿receiving effective therapy after electrode replacement.¿ it was reported ¿no¿ malfunctions were seen and the cause of the issue was not determined. It was noted the lead was sent to be returned to the manufacturer. Additional information has been reported. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Evaluation: analysis of the lead found ¿cracking from mio (metal induced oxide) in the insulation between the #1 and #2 connectors and at the proximal tip¿ and that ¿six conductors were broken 24.3 cm from the distal end.¿ it was noted there were ¿twist lock anchor impressions in the outer insulation 25.3 cm from the distal end.¿ functional testing of the lead found circuit 0 had an impedance of 4.0 ohms and circuit 5 had an impedance of 3.9 ohms, while circuits 1, 2, 3, 4, 6, and 7 were found to be ¿open.¿ it was noted that there were ¿no shorts between circuits¿ found when dry tested.